Event description:
During various pta treatment procedures within the last two weeks with the zipwire ss and angled guidewires, they are consistently associated with very high resistance to movement and / or the coating has come off of the wire. The procedures were successfully completed without pt injuries or complications. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. No other complaints have been rec'd for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications.